Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 24.5 cm. An external insulation abrasion, consistent with friction to the device can was noted 15.5 cm to 15.7 cm from the connector pin. The abrasion breached the optim sheath only. The cable lumen was noted damaged in this region. All other damages found were consistent with those occurring during procedure.

Event description:
This report is to advise of an event observed during analysis.